Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient indicated episodes occurred on their pacemaker, however, there was no issues with their device or leads. It was noted the health care professional (hcp) accessed this information during the device check the previous day. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated this device was explanted and returned to boston scientific. No adverse patient effects were reported.